Manufacturer narrative:
Service was scheduled but was cancelled later as the customer resolved the issue. (B)(4).

Event description:
A customer reported that the coulter lh500 hematology analyzer generated "ambient temperature errors" and leaked cleaning agent (clenz) in the area of peltier module and onto the counter while running patient samples. The customer was wearing a lab coat, goggles and gloves at the time of the occurrence. There was no report of injury or exposure to open wounds or mucous membranes, and medical attention was not sought. The customer did not review the material safety data sheet (msds), but the facility has an exposure control plan in place. No erroneous patient results were generated in connection with this event. The customer found a hole in tubing from ff107 at pinch valve (pv) 37. The customer replaced tubing on pinch valve (pv) 37 from ff107 and ff105 resolving the leak. Pinch valve pv 37 provides pressurized diluent from the sheath tank to manifold, mf11, and also provides vacuum and cleaner to pump, pm10. Per phone conversation with the customer the instrument was operating with no further leaks observed. The "ambient temperature errors" was also resolved after replacing the tubing.